Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with missing display window/cover, keypad overlay texture damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed displacement test. Insulin pump error 63 alarmed during self test and was confirmed in the formatted history file (variable info = 3) due to broken trace at pin#1 at u1 keypad assembly. Unit received with unexpected battery power loss shown in power graph for different periods of time and had high sleep and active currents, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery only lasts 1 day. Customer was using fresh and new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.